Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. (B)(4).

Event description:
It was reported that during pulse generator testing, telemetry reported inappropriate measured data.